Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: control unit had water leakage; insertion part, distal end and light cover lens had a crack; bending section cover or distal sheath rubber separated; angulation system failed; insertion part, and light guide bundle had fiber breakings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that colonovideoscope, had a positive leakage through the control. The issue occurred during the preparation for use. The procedure was unknown and it was completed using a similar device. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found a foreign material in the air/water cylinder and jet tube. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the leakage at the scope connector cover, it is likely that sufficient device cleaning/reprocessing was not possible. The event may be detected by following the instructions for use sections below: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.